Event description:
It was reported that a spectrum pump constantly displayed the close door message during setup. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported close door message. The messages were confirmed during eval by a door not fully latched alarm, which was caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.